Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that these two drill bits are broken. It happened during the cleaning process. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added to report. Supplier lot number is u114763. Subject device received on jun 9, 2015. Manufacturing date is mar 5, 2010 a device history record review was performed for the subject device lot number u114763. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was performed for the subject device (part number 310.510, 1.8mm drill bit/qc/100mm). The investigation of the manufacturing documents of the returned instruments has shown that all requirements and specifications have been met. Furthermore, the view of the broken surfaces does not show any anomalies of materials structure, which proves material conformity as well. Unfortunately, the exact cause which has led to this occurrence could not be determined. The product issue was said to have occurred or was found during the cleaning process. It is likely that too much mechanical force had been applied (untwisted threads were also noted). The complaint condition is confirmed; however, no manufacturing-related issues were found. Correct brand name and part number, common name and device code were discovered when subject device was received. The subject device had initially been reported as part number 310.509. Synthes manufacturing location identified upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.